Event description:
Lens discoloration. Consumer had cataract extraction from the left eye, and subsequent ceeon edge model 913a lens implantation in 2002 eight months later, the patient had extraction of the lens due to discoloration of the lens optic. The ophthalmologist previously reported four other reports of lens problems of the same nature. It's known that the lens were returned in two pieces for investigation. The findings of the investigations were: other than contaminations covering the lens, no deviations were found. Batch records and raw materials records were revealed and showed no deviations. Microscopic examination of the iols in situ conditions, shows a white cloudy optic surface. However, the development department stated that it can be difficult to evaluate a soft lens for haze cloudiness after explant. Sometimes just being in the eye, evaluation of the lens with the complex composition of aqueous humor and then putting a lens into water to check it, will make a "normal" lens hazy. Conclusion: no relationship to the material or to the production process could be identified. These specific complaint analysis were inconclusive.